Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the fathom guidewire was received sticky. There was solidified residual material (ie. Contrast, or saline) on the distal tip, as-received. After disinfecting the guidewire, the coating was smooth and consistent. The outer diameter (od) of the guidewire measured within specification in three different areas. The guidewire coating was rough in the as-received condition. However, it appears that this was attributable to the presence of residual material since the guidewire coating was smooth after disinfection. There was no evidence of any product quality deficiencies. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous peripheral intervention, a guidewire coating issue occurred. During unpacking, it was noted that the fathom -16 .016 perph gw 180x25cm guide wire coating bunched up on the end. There was no patient involved.